Event description:
It was reported during a routine CT scan, it was discovered that one of the filter limbs fractured and migrated to the pt's liver. The pt is currently asymptomatic. There are no plans to remove the filter or limb at this time.

Manufacturer narrative:
The device history records were reviewed and confirmed that the lot met all release criteria. The sample was not returned for evaluation. Based on the information submitted, the results of the investigation are inconclusive and the root cause is unk.